Event description:
I had surgery on (B)(6) 2009 due to left knee osteoarthritis. Left knee replacement done. In (B)(6) 2010 - left knee swelling with pain noted. Md drew fluids from left knee. Results positive for infection nuclear medicine done of left knee also shows left knee prosthesis injection (B)(6) 2010 - surgery removal of infected left knee prosthesis.